Manufacturer narrative:
The device will not be returned. If additional information becomes available, it will be provided in a supplemental report.

Event description:
The customer reported: "the drill bit broke off in the patient's bone during use. The surgeon was unable to remove it."